Event description:
It was reported that the user experienced multiple low blood glucose events while using the ilet after announcing meals at suboptimal times, including announcing lunch following a prolonged hyperglycemic period and later announcing dinner as glucose was trending downward, which contributed to insulin stacking and subsequent hypoglycemia; troubleshooting and education were provided, including best practices for meal announcements and low glucose treatment with oral glucose. Symptoms included urgent low glucose alerts and low glucose. Outcomes included resolution of the immediate low with self-treatment and no need for additional assistance. Investigation included review of device data and user report logs, as well as coaching on operational use. Investigation of this case revealed user-related timing of meal announcements relative to glucose trends, leading to excessive insulin on board and hypoglycemia, with the device functioning as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear regarding the initial hyperglycemia, with subsequent hypoglycemia related to user timing and insulin stacking. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.